Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia around 358 mg/dl and administered an external insulin injection while remaining connected to the ilet pump, which constitutes an improper procedure; the user was advised to disconnect from the pump for at least two hours when using outside insulin. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found and identified a usage problem related to failure to follow instructions; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error contributing to the event.